Event description:
Patient specific prescription form was submitted for patient's left distal femur. Diagnosis is "loose femur stem". Additional notes attached to the email state "the femoral stem has become loose [the surgeon] believes because the cement has not bonded at the cement/bone interface. He would like to leave the tibial component in place and for us to design a custom collar/cemented stem integral with a plate on the side for additional fixation. He has also asked if we are able to design/make a hole in the proximal part of the femoral stem for a locking bolt to be placed through".

Manufacturer narrative:
Corrected data: d2: limb salvage system corrected to prosthesis, knee, femorotibial, constrained, cemented, metal/polymer. D5: lay user/patient corrected to healthcare professional. Additional manufacturer narrative: an event regarding loosening involving a mets femoral stem was reported. The event was confirmed by medical review. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: "the implant in situ was for a mets distal femoral replacement which was inserted in (B)(6) 2018. The surgeon has now reported the loosening of the femoral stem. The CT scan provided shows the gross radiolucent line along the stem between the cement mantle and the bone. There are some osteolytic legions and bone resorption in certain part of the bone. There is a fine radiolucent line along the tibia stem but on a much less scale. The above radiographic assessment confirms the reason for revision." Product history review: review of the product history records indicate 20 devices were manufactured and accepted into final stock on 13jul2018 with no reported discrepancies complaint history review: based on the device identification the complaint databases were reviewed for similar events regarding loosening lot b21417 there have been no other events for the lot referenced. Conclusions: an event regarding loosening involving a mets femoral stem was reported. The event was confirmed by medical review. A patient specific distal femur has been requested (pin 22040) due to loosening of the femoral component. The revision surgery has not been scheduled yet as reported by the sales rep on 18oct2019. The exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened. Catalog numbers and lot codes of other devices listed in this report: mkfe-lstd (a17368) femoral knee; mscol-o36x39c (b2023-01) collar oval; mkfh-stdst (a17435) tibial hinge; msfshft-60ag (b17423) femoral shaft. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not explanted.

Event description:
Patient specific prescription form was submitted for patient's left distal femur. Diagnosis is "loose femur stem". Additional notes attached to the email state "the femoral stem has become loose [the surgeon] believes because the cement has not bonded at the cement/bone interface. He would like to leave the tibial component in place and for us to design a custom collar/cemented stem integral with a plate on the side for additional fixation. He has also asked if we are able to design/make a hole in the proximal part of the femoral stem for a locking bolt to be placed through".